Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover the leak under proximal electrode failure for bipolar products. Additionally, a CAPA was opened to capture the pacing difficulties such as full open, intermittent and short conditions on bipolar models and is in the control phase. Updates to the h6 codes are as follows investigation findings was changed to manufacturing process problem identified and no device problem found and investigation conclusions was changed to cause not established and no problem detected. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter. A non edwards introducer was seated to the catheter proximal from the catheter tip between 69.2cm and 84.2cm. Strings were attached to the catheter body proximal form the catheter tip at 40cm and 44cm. Clotted blood was observed from the catheter. The syringe was not returned. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. However, the balloon failed to maintain its inflation due to leakage from a partial bond detachment between the proximal electrode and catheter body. No visible damage was observed from the balloon or windings. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of battery of an external pacemaker used with this catheter was draining abnormally faster than usual was unable to be confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a model pe074f5 swan ganz bipolar pacing catheter, the battery of an external pacemaker used with the catheter was draining abnormally faster than usual although the catheter functioned properly. The clinical engineer requested product evaluation to verify whether any abnormalities can be found with the catheter. There were no patient complications reported. The lot number was unknown.